Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the firing trigger was squeezed the device locked out. The jaws would not open. They had to manually pull the handles to open the jaws. A new device was used to complete the procedure. No impact was reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Advancer bypass, malformed clip additional information: (B)(6).